Event description:
Journal article received: resorbable cement for the augmentation of internally-fixed unstable trochanteric fractures a prospective, randomised multicentre study. Authors mattsson p., alberts a., dahlberg g., sohlman m., hyldahl h.c., larsson s. A perspective study was performed at three orthopaedic departments between 1997 and 2000. Fifty-five patients out of 112 were included in the cement augmented group with a mean age of 81.2. Each of the 55 patients had trochanteric fractures which were reduced and implanted with a dynamic hip screw (non-synthes product) and augmented with cement (possibly norian srs). The cement was implanted through a proximal screw hole into the fractured trochanteric region. Study protocol included follow up one week, six weeks and six months. This complaint represents the seven patients that were lost to follow up due to concurrent illness and weakness. This is report 1 of 1 for complaint (B)(4). This report is for the unknown cement.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.